Manufacturer narrative:
Additional information: section h imdrf annex codes. The following field has been updated with correct information due to processing requirements: section b describe event or problem, section d brand name, model #, catalog # and unique identifier (UDI) #, section g reporting office contact and report source, section h device manufacture date. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 14-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the entire mini drawer opened instead of a single drawer as expected and the station freezing was confirmed by the bd field service engineer. The field service engineer evaluated the station: observed mini-engine failures across multiple rows; root cause traced to a faulty controller board, which was replaced. Diagnostics were run, and the customer confirmed proper operation in the application visual inspection of the controller board observed thermal damage and fluid ingress along areas of the board. No additional testing was required due to the evident findings from the visual inspection the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was frozen and drawer was opened while dispensing the medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage and fluid ingress on controller board there were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the pyxis anesthesia es system experiencing freezing issues, necessitating a hard reboot. The customer indicated that, according to the certified registered nurse anesthetist, when dispensing fentanyl, versed, and propofol, the entire drawer was opened rather than just a single compartment. Each time there was an attempt to access the anesthesia syringe drawer, the application would freeze, necessitating a hard reboot of the machine. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by mini engine failures in different rows, along with a defective controller board. A field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.